Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Complaint description quotation of the customer/reporter: "external power error."

Manufacturer narrative:
Hamilton medical ags ref. (B)(4); hamilton medical ags conclusion: hamilton medical ag has not received the hamilton-c3 or the power supply for investigation. No further information has been received. However, it was confirmed from hamilton medical inc. That a new power supply was delivered to the customer, and the device is returned to service.